Manufacturer narrative:
It was reported that the end user was being pushed down a ramp and the left front wheel broke off and she fell to the ground. She scraped her right arm and sustained a contusion to her left shin area. She was evaluated in the ER. X-rays were performed and no fractures were identified. She developed a hematoma on her leg and was subsequently seen by a surgeon. She was placed on antibiotic therapy and is being monitored. The extent of the leg injury has not been determined. The sample was evaluated. The front left caster assembly was disconnected from the frame and the front right caster assembly was also found to be loose. The root cause was determined to be a lack of maintenance. The owner's manual indicates the casters should be inspected to assure they are secure, roll freely and do not wobble. The manual states to perform routine maintenance. We have no trends for this issue with this product. No corrective action is indicated at this time.

Event description:
The end user reported that the wheel came off and she fell, injuring her leg.